Event description:
During a shoulder repair procedure, two anchors broke during insertion. During insertion of the first anchor, it broke at the eyelet. The insertion site for this anchor was not pre-drilled. A second anchor broke during insertion even though the insertion site was pre-drilled. A delay of 20-minutes took place to remove the anchors with the use of a trephine drill. No pt injury or complications resulted from this event.